Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The physician had to stripe the mucosa to remove the clip, causing bleeding to the patient. The procedure was completed, and the bleeding was resolved by placing another resolution 360 clip. It was reported that the patient had fully recovered.